Event description:
An article titled "vagus nerve stimulation in children less than 3 years with medically intractable epilepsy" was reviewed. It is noted in the article that the patient experienced less than 1 seizure per day and more than 1 seizures per week prior to vns therapy and the seizures consisted of drop attacks and epileptic spasms. Patient's seizure condition after 1 year of vns therapy was reported to have improved. However, patient was reported to be experiencing multiple seizures per day after 3 years of vns therapy. Reports of infections are reported in the following manufacturer report numbers: 1644487-2015-04296 and 1644487-2015-04297. Other reports of increase in seizures are reported in the following manufacturer report numbers: 1644487-2015-04298, 1644487-2015-04300, 1644487-2015-04301, 1644487-2015-04302, 1644487-2015-04303, and 1644487-2015-04304.

Event description:
Additional information was received from the physician that the increased seizures are not caused by the vns therapy. Patient's physiology and condition were reported to be related to the increased seizures. It was also noted that some patients have improvement in seizure reduction and status epilepticus.